Event description:
Patient was s/p CABG and mitral valve repair. She was on three drips, including milrinone. The infusion pump was inadvertently programmed with the drug concentration as 0.2mg instead of 20 mg/100ml. The 100ml bag of milrinone was infused within approximately 20 minutes. The patient experienced hypotension that eventually became unresponsive to pressure support drugs.